Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported post implant of a realize band, the patient reported a loss of restriction. It was discovered the band tubing had disconnected from the port.